Manufacturer narrative:
The customer was not wearing gloves at the time of the event. The customer reported that the reagent vial was found to be empty on arrival. The examination of the picture of the reagent vial provided by the customer indicates that the glass was broken structurally caused by a major impact. The label was applied correctly, and the glass pieces were attached to the label as well, indicating that the vial was intact during labeling. Siemens reviewed the manufacturing records for the reagent and no issues regarding glass breakage or screw caps were reported. Damage to the vial during shipping cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer scraped their finger while opening a vial of dade actin fsl activated ptt reagent. The customer disinfected and bandaged the wound. No medical intervention was required beyond first aid. There are no reports of adverse health consequences due to this event.